Event description:
The customer reported that the numbers were skipping during bolus and insulin was not delivery properly. The customer stated that the numbers were skipping from 0.6 units to 0.8 units, and then to 1.1 units. The customer stated that he was not pressing the buttons to delay the delivery screen. The customer stated that he was disturbed and his glucose level dropped, but he has been making adjustments to the basal rates. The blood glucose reading at time of call was 90mg/dl. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.